Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted infusion pump. It was reported the patient's pump was alarming every 15 minutes for about the last two week. It was noted there was no medicine in the pump and when they used the personal therapy manager, ptm, they were getting an "x" and wouldn't bolus. It was noted there was no code on the screen, just an x. The patient noted they went to the hcp's office yesterday and asked to silence the alarm but the hcp did not do manipulations on pumps. During the call, the patient noted they only weight (B)(6) lbs and the pump was large. It was noted the pump was getting caught all the time.